Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the ventricular output connector was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular input was cracked. It was noted that the user asked if the part for the (v) ventricular port could be ordered; the v port is not a part that is supplied. The epg was returned for repair. There was no patient involvement.